Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: stapled hemorrhoidopexy versus milligan-morgan hemorrhoidectomy in circumferential third-degree hemorrhoids: long-term results of a randomized controlled trial. Author: jong-sun kim, yogesh k. Vashist, sabrina thieltges, oliver zehler, karim a. Gawad, emre f. Yekebas, jakob r. Izbicki, asad kutup. Citation: j gastrointest surg (2013) 17:1292¿1298 / doi 10.1007/s11605-013-2220-7. The purpose of this prospective randomized controlled study was to evaluate the short- and long-term outcome after stapled hemorrhoidopexy compared with the milligan¿morgan procedure in a homogeneous patient population with circumferential third-degree hemorrhoids. Between jul 2000 and sep 2007, a total of 122 patients with symptomatic circumferential third-degree hemorrhoidal disease were randomly allocated by computer to undergo either the milligan¿morgan [n=61 (n=39 male, n=22 female, mean age 56 years (range 21-79))] or stapling procedure [n=61 (n=47 male, n=14 female, mean age 53 years (range 32-78))]. In sh group, mucosectomy and anopexy was conducted using the pph 01 kit. Complications included postoperative pain (n=?); burning/itching sensation 4 weeks after surgery (n=3); postoperative bleeding (n=3); gas leakage (n=4) resolved spontaneously within the first 6 months after surgery; intermittent gas leakage and recurrences (n=4) treated successfully by rbl or reoperation and resolved spontaneously in all patients; recurrence rates after 5 years (n=11) wherein three were successfully treated using the mm procedure and the remaining eight were treated with a single or repeated rbl; and incontinence symptoms (n=2). The results show a similar rate of recurrence in the long term and suggest increased patient comfort in the early postoperative course after stapled hemorrhoidopexy. In patients with circumferential third-degree hemorrhoids, stapled hemorrhoidopexy is as effective as the milligan¿morgan procedure.